Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose levels and motor error alarms with their insulin pump. The customer's blood glucose level at the time of incident was 203mg/dl. The customer states they were in diabetic ketoacidosis, but did not go to the hospital. The customer states the diabetic ketoacidosis occurred each time the device alarmed for motor error. The customer was assisted with troubleshoot. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. The motor passed the motor test. The insulin pump passed the operating currents test, self-test, a21 error test and displacement test. Unable to perform the occlusion and no delivery tests due to motor error alarm noted. The insulin pump had cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.